Event description:
The reporter indicated that a 12.6mm micl 12.6 implantable collamer lens of -12.00 diopter was broken. " not used and no patient contact" was reported. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of event: unk. (B)(4). Claim#: (B)(4).